Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator delivered five inappropriate shocks in two separate episodes due to oversensed noise. The device was reprogrammed to primary vector to optimize. The patient expired a week later but there was no allegation the device caused or contributed to the patient death.